Event description:
It was reported that, "knocking in the tibial insert trial, it cracked in half."

Manufacturer narrative:
Method: product was not returned and catalog number/lot number is unk. Conclusion: the investigation concluded that the device was subject to impaction loads unintended for the application.